Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced critical pump error and a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was unknown. The customer reported that they received a critical pump error image on the screen. The customer stated that he wore a magnetized money clip in his pocket. The insulin pump will be returned for analysis.

Manufacturer narrative:
A broken force sensor was noted in the insulin pump history and critical pump error due to out of specification force sensor zero offset. Unable to perform functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book image. No cosmetic damage noted.